Manufacturer narrative:
(B)(4). Vyaire visually inspected outside of the unit and it did not show any signs of physical damage. After supplying wall air and o2 and a known good test circuit the unit was powered on and failed the operational verification procedure for a leak. Upon visual inspection of pneumatic connections, a loose pressure pneumatic tubing on the ports of solenoid v1 was seen. The loose connection is causing low pressure.

Event description:
The customer reported that their infant flow sipap unit stopped working during ventilation on a patient. The air tank was on and its pressure was down to 300. They have replaced the tank and tried to do the pressure calibration and it would not pass. No patient harm was reported.